Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight, and ethnicity and race were not provided for reporting. This report is for (band aid brand kpp jumbo 3 2013 ap 4901730080156 0037131782apa 0037131782apa). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338 8137117533usa 8137117533usa). UDI#: (B)(4). Lot #: ni. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A male consumer reported an event with band aid brand kpp (kizu power pad) bandage. The consumer applied kpp, on (B)(6) 2021, because the skin on the back of his hand peeled off. On (B)(6) 2021, kpp swelled white, but the area around the application site of kpp turned red and hot. The consumer used one (1) product for three (3) days and was still experiencing the symptoms while reporting this event.